Event description:
This lead was successfully implanted on (B) (6) 2009. A post implant x-ray revealed the lead was in an acceptable position. During the post operative recovery time, the patient with this lead experienced a cardiac tamponade. Despite resuscitation attempts, the patient died. No further information is available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistently during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. It cannot be determined if the lead contributed to this incident.